Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d, implanted: (B)(6) 2015, 6944-65 lead, implanted: (B)(6) 2015, 42988 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible occasional ventricular oversensing on the right ventricular (rv) lead, intermittent atrial undersensing on the right atrial (ra) lead, and low p-waves. The physician noted the ra lead did not appear to capture. During a follow up visit, loss of capture or undersensing on the ra lead was not observed. The ra lead was reprogrammed, however, atrial undersensing and low p-waves were again noted on a later date. The lead remains in use. Follow up concluded no intervention was done regarding the rv lead and the lead remains in use. No patient complications have been reported as a result of this event.